Event description:
It was reported that the patient was unable to make an adjustment with or without the antenna attached. The patient stated that her ¿machine¿ was not working and new batteries did not resolve the issue. The patient stated that she had to use more disposable underwear because she was unable to adjust stimulation. Later that day it was reported that the programmer did not do telemetry with or without the antenna. There was an antenna jack problem and a ¿prime cell.¿ the next day it was reported that the patient was unable to make an adjustment with or without the antenna with the new programmer. There was poor communication while using the new programmer and antenna. The patient also stated that she had lost ¿some¿ weight and her device had been ¿floating around, shifted up in the pocket, and seemed farther out in the last couple weeks.¿ the patient had a loss of therapeutic effect and no stimulation sensation. The patient stopped feeling stimulation ¿about a week¿ prior to the report and had a loss of bladder control. The patient had acute pain and had a cat scan, colonoscopy, and esophagogastroduodenoscopy (egd) ¿down into her throat¿ because she had some abdominal pain on her left side. The patient did not believe this pain to be related to her device and the device was implanted on her right hip. The patient stated that her health care providers were ¿puzzled.¿ the patient saw a hcp on (B)(6) 2013 and she told the hcp that ¿things were not working exactly right with her meter.¿ the hcp agreed and told the patient ¿the meter was not working like it should¿ and changed her programs. The patient had another appointment set for (B)(6) 2013. A week later it was reported that the patient¿s hcp was unable to get the new programmer working either. The patient stated that the hcps thought ¿it may be the stimulator¿ and that her manufacture representative was going to the next appointment ¿which was sometime next week to see about it.¿ the patient stated that she was ¿side swiped¿ on (B)(6) 2013. The patient was still ¿aching and the hcp said it might take three to four weeks but if she can get by with it she was able to take some pain meds.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v483507, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).